Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that another out-of-range shock impedance measurement was detected on the remote monitoring system. Boston scientific technical services (ts) reviewed the remote monitoring data and informed the field representative that there have been multiple shock impedance measurements in the 120-127 ohm range recently. Ts advised to continue to monitor the patient. Additional information indicates that the patient had a fall several months prior. Since then, the patient's device had been checked in the clinic and all measurements were found to be in-range. The clinic plans to continue to monitor the patient. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. The shock impedance measurements were irregular and unstable from the past six months. Additional information indicated that the cause of the out of range shock impedance measurement was not determined. The physician will continue monitor this patient. The device and lead system remains in service. No adverse patient effects were reported.